Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a segment of the conductor wire sticking out from distal clevis. A loop of wire was sticking out such that the wire protruded above the outer surface. The wire insulation was not damaged due to the dislodged wire. The internal wire was not exposed. The instrument passed the electrical continuity test. The complaint regarding a loose wire of the vse instrument was confirmed by failure analysis. The vse instrument was also found to have a dislodged ceramic dot. There were six out of seven ceramic dots still intact on the instrument jaw. One ceramic dot was dislodged and detached from the instrument jaw. The missing piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the cable of the vessel sealer extend (vse) was loose. The procedure was continuing as planned with no reported injury. It was unknown if a fragment fell inside the patient¿s anatomy. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. The vse instrument was inspected prior to use with no issue identified. The conductor wire was dislodged but still intact. There was no sign of thermal damage and no arcing observed. The instrument did not collide with any other instrument or tool. It was unknown if a ceramic dot from the instrument jaws fell into the patient¿s anatomy. The patient did not return to the hospital due to any post-surgical complications. The patient was stable after the procedure.